Event description:
Patient reported right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified wear abrasion, fold creases, brown particles, and a linear opening on the posterior side. A leak test and microscopic analysis were performed which identified a greater-than 1-millimeter void in the non-textured, valve-to shell-bond area, and a striated opening on the posterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a striated opening on the posterior side due to surgical damage consistent with the use of a surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Device has been explanted.